Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred at the time of turning on the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce x-ray. A review of system logfile found that there was a generator startup issues. Fse disconnected the cable from npx: 301(frontal) in the m- cabinet and connected to npx:302(lateral). After connecting the cables from npx: 301 to npx: 302, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would have intermittent problems generating x-rays. The device was in use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.